Event description:
The customer reported that bellavista 1000 has high peep alarm. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user fault. As per notes on wo-(B)(4) it turned out that the peep alarm was not adjusted properly triggering the alarms. No repair / spare parts provided. Unit functioned as designed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.